Event description:
A surgeon reported during intraocular lens (iol) implant surgery, the iol got stuck in the delivery system. The surgeon stated, "due to the necessary applied force, the iol came up against the vis-a-vis side of the lens capsule and caused zonulolysis". The event has resolved with treatment. There are three medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been two other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).